Manufacturer narrative:
Batch review performed on 02 may 2017 . Lot 50295k: (B)(4) items manufactured and released on 16 march 2017. Expiration date: 2017-09-21. No anomalies found related to the problem. To date, no other events have been reported on items of the same lot. On 02 may 2017 the cleaning and packaging director performed a visual inspection of the retrieved packaging and commented as follows: the two holes, respectively in the primary and the secondary packaging, are exactly in the same position if we consider the final configuration of the double-pouch packaging in force fot the involved item. The failure seems to have been occurred due to forces experienced during the instrument transportation/ handling: in detail, the femur cutting block could have pierced the two pouches in the same time, as it is visible from the two packagings received. This could be correlated to the combination of the packaging configuration applied and the shape of the involved cutting block, as it presents some projecting parts. The received pictures do not add any further information to the evaluation.

Event description:
The packaging of the inner and outer blister of the femoral cutting guide was found damaged. Medical grade paper was broken, the plastic one was intact. It was noticed 15 minutes before starting of the surgery. A conventional instrumentation was not available and they had to wait until the cutting block was re-sterilized. The patient needed additional anesthesia because he had first a spinal anesthesia. The spinal anesthesias work only for ca. 2 hours. Since the surgery was postponed 1 hour due to the unsteril cutting block and the spinal anesthesia wasn't effective so long, the surgeon had to make a general/full anesthesia for the patient during the surgery.